Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the imaging catheter became stuck in a placed stent. The 95% stenosed lesion was located in the moderately tortuous proximal to mid left anterior descending (lad) artery. Access was obtained via radial approach. A 5fr non-bsc guide catheter was positioned in the left coronary artery (lca). A .010" non-bsc guide wire crossed the lesion, pre-dilatation with a 2.00x12mm non-bsc balloon catheter was performed and a 2.5x12mm non-bsc stent was implanted. Inflation to 6atm was performed at distal part and to 12atm at proximal. Post-dilatation was not performed. The atlantis sr pro2 imaging catheter was advanced to the implanted stent but only the distal marker crossed the stent. The probe did not reach the implanted stent so they were unable to perform imaging of the stent. When the imaging catheter was being withdrawn, the guide wire exit port became stuck with stent strut at approximately 3mm proximal to distal stent. It was reported the stent was not fully expanded. Another non-bsc guide catheter was inserted via femoral approach to create another system in an attempt to remove the imaging catheter but was unsuccessful. Surgery was performed to remove the imaging catheter and stent. The patient's current condition was reported as no problem.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed only the distal tip of the complaint device was returned and appeared to have been cut off. The returned tip measured 2.4cm long and was wrapped around a stent approximately 1.0cm long. Visual inspection of the returned device revealed the guidewire exit port appeared lifted 0.5mm. No brittleness was observed on the tip. The stent appeared stuck with the guidewire exit port. The stent was removed from the catheter tip. Image characterization testing could not be performed as only the distal tip was returned. No other issues or defects were observed during visual analysis of the returned device. The most probable root cause is user error. Per the dfu, "inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction." It was likely the catheter was trapped and became stuck in the not fully expanded stent during retraction. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the imaging catheter became stuck in a placed stent. The 95% stenosed lesion was located in the moderately tortuous proximal to mid left anterior descending (lad) artery. Access was obtained via radial approach. A 5fr non-bsc guide catheter was positioned in the left coronary artery (lca). A .010" non-bsc guide wire crossed the lesion, pre-dilatation with a 2.00x12mm non-bsc balloon catheter was performed and a 2.5x12mm non-bsc stent was implanted. Inflation to 6atm was performed at distal part and to 12atm at proximal. Post-dilatation was not performed. The atlantis sr pro2 imaging catheter was advanced to the implanted stent but only the distal marker crossed the stent. The probe did not reach the implanted stent so they were unable to perform imaging of the stent. When the imaging catheter was being withdrawn, the guide wire exit port became stuck with stent strut at approximately 3mm proximal to distal stent. It was reported the stent was not fully expanded. Another non-bsc guide catheter was inserted via femoral approach to create another system in an attempt to remove the imaging catheter but was unsuccessful. Surgery was performed to remove the imaging catheter and stent. The patient's current condition was reported as no problem.